Manufacturer narrative:
The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The area representative reported that the customer advised him the tip of a silicone malecot catheter broke off in a patient. This required the patient to undergo an open surgery to retrieve the tip from the patient¿s body. Additional patient, device and event information has been requested but has not been forthcoming. The user facility has advised they are performing an internal investigation and will return the device for the manufacturer analysis once their investigation has been completed.

Manufacturer narrative:
Investigation ¿ evaluation: the silicone malecot catheter was not returned for evaluation and no photographs were provided. Without the complaint device, a physical investigation was not able to be completed. The part number was not given, but it can be inferred that it is of the 0838xx family of silicone malecot catheters, as they are the only ones that fit the event description. A review of documentation, instructions for use, and specifications was conducted. Several attempts were made to request additional information and return of the alleged device from the reporter. No information or indication of device return was provided. There is no indication that a design or process-related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record was not able to be performed as the device catalog and lot number were not provided. A review for additional complaints for this device lot also could not be completed due to the absence of the associated device's catalog and lot number. The silicone malecot catheter is used to provide drainage following open renal or bladder surgeries. Malecot wings are employed to provide enhanced drainage and promote catheter retention. All-silicone construction provides maximum softness for enhanced patient comfort and provides a useful alternative to latex catheters. There is no information regarding the placement date or the length of time the device had been in place. Per the instructions for use (IFU), ¿the indwelling time should not exceed four (4) weeks. Evaluation and replacement beyond 4 weeks must be considered.¿ there is no information regarding the initial placement of the device that may have contributed to this event. There is no information regarding securing of the device to prevent pulling or tension that may have contributed to this event. Per the IFU, ¿secure the catheter to the skin using suture or tape.¿ despite numerous attempts to obtain further information on the patient¿s status, return of the alleged device, and event details from the facility; no further information has been provided. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.